Event description:
Boston scientific received information that this right atrial lead was noted to have a history of low impedance issues, which may have dropped to as low as 100 ohms at one point which triggered a lead safety switch. Recently, information was received that poor sensing was noted on this lead which resulted in atrial undersensing. Impedance levels were reported to be stable around 300 ohms. Technical services discussed options to reprogram the lead to remedy the poor sensing issue. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.